Event description:
While using the catheter in cath lab, the patient moved suddenly and the distal 3/5 of the catheter sheared off and lodged in the patient's iliac artery. The interventionalist had great difficulty retrieving the catheter piece and the patient reached maximum or near maximum radiation exposure. The physician felt it was safe to leave and return to attempt retrieval another day. The retrieval was successful. The patient came into the hospital in extremis, but this catheter event did not exacerbate her clinical condition.